Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was. Foreign material possibly remained in the nozzle since the reprocessing was deviated from the instruction manual. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had corrosion inside the electrical connector. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories and the air/water nozzle and channel were flushed with air, water and detergent solution. The customer reported the nozzle was not wiped with lint-free cloths/brushes/sponges. During visual examination, the reported issue was confirmed: the electrical connector was corroded due to water leakage. Visual examination also found the following issues: the bending section cover adhesive was cracked with a white cloudy area; the scope connector indicator was peeled; the control unit and suction cylinder were sheared; the universal cord was wrinkled; the paint on the suction cylinder was peeled; the adhesive around the objective lens was peeled; the adhesive around the light guide lens had a white cloudy area; and the connector cover was scratched. Functional testing of the device showed the bending angle in the up direction did not meet with specifications and the up/down knob had excess play. These issues were both caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.